Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) 1000 ml of eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bags were leaking. The reporter stated that the source of the leaks were the middle pressure seal ports. This was identified prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
The lot number was manufactured between may 25, 2018 - may 26, 2018. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.